Event description:
Additional information was reported stating that, when another volume discrepancy was seen in (B)(6) 2020, it was determined that the repeated discrepancies in the pump were not normal. The physician decided that no intervention was needed as the patient was okay.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving hydromorphone 300 mcg/ml at a dose of 35.02 mcg/day and bupivacaine 4250 mcg/ml at a dose of 496 mcg/day via an implantable infusion pump. It was reported that at the last two refills, the pump reservoir had about 4 ml less than expected. It was noted that they were making sure to remove everything and were able to fill the pump completely afterwards. A session report taken from the last refill on (B)(6) 2020 was provided. The session report showed that at the beginning of the programming session, the pump reservoir volume was expected to be 2.8 ml. Additional details about the refills were provided via follow-up. It was reported that at the refill on (B)(6) 2019 the expected residual volume (erv) was 6 ml, while the actual residual volume (arv) was 1.5 ml (also reported 1 ml from the pump programmed notes) when the pump had previously been filled and reservoir programmed with 20 ml (3 ml of hydromorphone and 17 ml of bupivacaine). A manufacturer representative was present at that refill. Then at the refill on (B)(6) 2020, the erv was 4.5 ml, while the arv was 0.5 ml, when the pump had previously been filled and reservoir programmed with 20 ml (4ml of hydromorphone and 16 ml of bupivacaine). It was noted that the patient had not presented with any symptoms. When the first refill was done and the initial discrepancy was detected, the hcp indicated to wait until the next refill to check the pump again and no further actions were performed. No patient complications were reported or anticipated.